Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A disconnected line is a known cause of a system error 2240, however the cause for the disconnection is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in tubing), which occurred on the homechoice (hc) during drain two of four. The patient line had disconnected during therapy. Therapy was completed with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.